Event description:
This pt works around high voltage machinery; noise was noted on the atrial channel in (B)(6). On (B)(6) 2012, there was loss of capture in the atrium and the atrial lead impedance was greater than 2400 ohms. The pacemaker had an unspecified malfunction. The ra lead and pacemaker were explanted the next day.